Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's therapy turned off three days prior to the report while they were charging. The patient started charging with 30% battery. It was reviewed that the patient can charge with stimulation on, however, 15% is the minimum for therapy and depending on the patient's programming settings if they fall below that point therapy will turn off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s therapy turned off when they were charging their system. No further complications were reported or anticipated.